Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, a dislodgement of the right ventricular lead was observed. No patient symptoms were reported. The lead was explanted and replaced with a passive variant. The patient was noted to be in good condition following the procedure and would continue to be monitored.